Event description:
Patient has end stage renal disease and underwent fistulogram because of a left upper arm arteriovenous graft with slow flow and abnormal physical exam (hyperpulsatile). The fistulogram showed a 90% axillary vein stenosis. A 8mm balloon angioplasty was performed with full effacement of the balloon but there was significant recoil. We placed an appropriate sheath in deployed the bard flair 8x70 straight stent graft but the stent graft jammed and would not deploy. With increasing pressure the cover on the stent graft tore and the stent partially deployed. The partially deployed stent/shaft/and introducer were removed together and we deployed successfully a different stent graft.